Event description:
It was reported that this pacemaker was explanted due to abandonment of the involved right ventricular lead which exhibited an elevated threshold output. This pacemaker was replaced with a leadless pacemaker and discarded. No additional adverse patient effects were reported.